Event description:
It was reported that the bd alaris syringe module syringe administration set was damaged and leaked. The following information was provided by the initial reporter: third product concern is item 10014914, lot number unknown (package had been thrown away. Cracked a the hub. Discovered after connected to patient and IV morphine on syringe pump. Nurse fund a small puddle of liquid on the floor which prompted her to look at the tubing and syringe connection. This was in the nicu. Product available for return. Can you please confirm if there was any patient harm or injury? No detectable harm although full dose of medication not received.

Manufacturer narrative:
Investigation summary: a complaint of a cracked hub causing leakage was received from the customer. A sample was received for investigation. Through visual inspection, the customer complaint was confirmed. The female luer was cracked. A device history record review could not be performed on model 10014914 because the lot number is unknown. The manufacturing plant was notified of this defect. The root cause of this defect is related to the user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris syringe module syringe administration set was damaged and leaked. The following information was provided by the initial reporter: third product concern is item 10014914, lot number unknown (package had been thrown away. Cracked a the hub. Discovered after connected to patient and IV morphine on syringe pump. Nurse fund a small puddle of liquid on the floor which prompted her to look at the tubing and syringe connection. This was in the nicu. Product available for return. Can you please confirm if there was any patient harm or injury? No detectable harm although full dose of medication not received.